Event description:
It was reported that the ventilator stopped ventilation with no alarms while connected to the patient in a vehicle. The patient was manually ventilated with no harm to the patient. The homecare dealer ran the ventilator and it operated fine for several minutes.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator. The event trace entries are consistent with normal ventilator operation.